Manufacturer narrative:
The account stated that after resetting the power to the bed, the bed exit would alarm at least one time but would eventually not alarm again until they reset the power to the bed. The account did not have the serial number of the bed technician asked the account to isolate the bed exit tape switches from the bed to see if the alleged problem is resolved. The account replaced the bed exit tape switch kit to resolve the issue.

Event description:
The account alleged that when they turned the bed exit switch on, with no one in the bed, the bed exit did not alarm. The account stated that there were no injuries and a pt was not in the bed.